Manufacturer narrative:
The device was returned and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Full functional testing, electrical safety testing, calibration, and simulated therapy was performed with no issues noted. The reported condition was not verified. The device met specification related to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the unspecified operator of a homechoice cycle experienced an electric shock. The operator of the device was shocked before use of the device for peritoneal dialysis (pd) therapy. A patient was not connected for pd therapy when the electric shock occurred. There was no injury or medical intervention associated with this event. No additional information is available.